Manufacturer narrative:
Additional information: b5, h6, h11. B5: it was confirmed that the reported drain bag leakage occurred after 20 hours of use for therapy. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The customer reported that the drain bag leakage occurred 20 hours after the start of therapy. All accessories provided within the set, including the drain bag, are single use products and must not be emptied and reused during the same therapy. The filling/emptying cycles lead to physical constraints on the bags, eventually causing pinholes to form and leakage to happen. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. A preventive action record was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st100 set during continuous renal replacement therapy. The bag was replaced to continue treatment. There was no reported of patient injury or medical intervention associated with this event. No additional information is available.